Event description:
Report rec'd of overdelivery noted during biomedical engineering testing procedures. The pump had been sent to biomed due to a malfunction code 24 message. There were no reports of any adverse effects to the pt. There were no reports of any inaccuracy noted during clinical use. The pump reportedly "overdelivered in an erratic manner" which calculated to +6% to +11%. No add'l info was available. Customer states no further info.